Event description:
Subsequently, additional information was received that this ICD was explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future. It was suspected the battery depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
It is unknown whether this ICD will be returned to boston scientific.

Manufacturer narrative:
This ICD remains in service for the time being. At this time there is no additional information. Should additional information become available this report will be updated.